Manufacturer narrative:
(B)(4). The stem component was not returned. Visual inspection of the taper found scuffing is present inside the taper of the insert. Review of device history found no deviations or anomalies. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2015-01102; 1825034-2013-03103; 0001825034-2022-01788.

Event description:
It was reported that patient underwent a left hip revision approximately 1 year post implantation due to cup misalignment, tissue and bone destruction, pain, and elevated metal ions. During the revision, the cup was found to be loose and the cup, head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.